Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia while using the ilet, with readings rising to high after exercise and food intake, then later dropping to 63 mg/dl; the device displayed insulin on board, alerted for out-of-range glucose, and the user administered glucagon during the low. Symptoms included fatigue. Outcomes included prolonged hyperglycemia for approximately eight hours, a brief low for about twenty minutes, and a call to emergency services without transport or treatment, with glucose 130 mg/dl upon ems arrival. Investigation included review of device reports with the user and troubleshooting and education. Investigation of this case revealed that the initial hyperglycemia was plausibly associated with a large lunch and subsequent exercise context, the device reduced glucose over time, and the user used glucagon to correct the hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.